Event description:
On (B)(6) 2012 the patient contacted the animas corporation to allege a keypad malfunction. The patient reported the up arrow button is sticking. The patient claims that the sticking causes a delayed response. The patient claims this issue began around (B)(6) 2012. The patient claims the keypad was intact and had been exposed to moisture before but not near the time of the beginning of the issue. The patient wore the pump on a belt clip. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.